Manufacturer narrative:
The device was returned and the evaluation found that the image was flickering when the device was turned on after two minutes due to a defective outer tube. The red image was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscope had a reddish image. The issue was found during a therapeutic laparoscopic surgery that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, "the image is reddish", could not be confirmed. However, the image was flickering when the device was turned on after 2 mins, was likely due to a defective outer tube. This failure mode is likely caused by wear and tear. Olympus will continue to monitor the field performance of this device.